Manufacturer narrative:
The investigation of positioning issues and optical signal issue has been completed. The impella device was not returned for evaluation. Optical signal issue: the data log did not record any placement signal not reliable (psnr) alarms on the day of the reported issue. There were no issues found with the 5s optical signal. There was no issue found on optical signal during the reported time of psnr event. The device functioned/operated to specification. Positioning issue: the cause of the positioning issue was most likely user-related, as the pump was found near the mitral apparatus during 18th day of support, without any reported issues with the catheter anchor on the pump.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Section: potential adverse events (unites states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or cardiac or vascular injury (including ventricular perforation) (including ventricular perforation).¿

Event description:
It was reported that an implanted impella 5.5 was pointed at the mitral valve. Attempts to reposition the pump were unsuccessful. Additionally, there were placement signal not reliable alarms. Care was withdrawn and the patient expired.